Event description:
It was reported that the burr was stuck on guidewire. A 1.75mm rotapro and rotawire guidewire were selected for use. During the procedure, the rotapro burr seized firmly on the wire and could no longer be separated, and the burr could no longer go forward or backwards. Rotawire and burr were removed together as one unit. The procedure was completed successfully using another rotapro and rotawire. There was no patient complications reported, and patient was stable post procedure.

Event description:
It was reported that the burr was stuck on guidewire. A 1.75mm rotapro and rotawire guidewire were selected for use. During the procedure, the rotapro burr seized firmly on the wire and could no longer be separated, and the burr could no longer go forward or backwards. Rotawire and burr were removed together as one unit. The procedure was completed successfully using another rotapro and rotawire. There was no patient complications reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system with the related rotawire within the device. Inspection of the device found that at 61cm-61.7cm distal from the strain relief, the sheath was kinked (flattened). Product analysis confirmed the reported event, as there were kinks to the returned rotawire which caused resistance during removal and insertion. Additionally, the sheath was kinked.